Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an integrity bare metal stent to treat a lesion in the mid lad. Lesion exhibited severe tortuosity, moderate calcification and 99% stenosis. The lesion was pre-dilated. The device was removed from packaging and inspected with no issues noted. The stent was implanted 4 days past its use before date. Expiration date not checked until after stent implantation. No intervention/ antibiotics required. No injury reported. Patient is ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.